Manufacturer narrative:
An opportunity for device improvement was identified. Improvement has been tested and implemented in all future production lots. 160 samples from several lots were tested and the issue could not be reproduced.

Event description:
Needle does not retract completely upon activation.